Event description:
It was reported that the patient presented to the hospital due to their device alerting. The right ventricular (rv) lead triggered a lead integrity alert (lia) due to short v-v intervals and impedance spikes of the pace/sense coil. Egm episodes suggest oversensing and noise. It was determined that there was a connection issue between the lead and the implantable cardioverter defibrillator (ICD). After removing the lead from the device and reconnecting the issue was not seen again. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.